Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the device shut down. Battery testing found that the internal battery was depleted, inoperable and it was not charging. The evaluation determined that the unexpected power failure was due to a defective internal battery. The internal battery was replaced to address this issue. Review of the device logs showed an occurrence of system fault (sf101) indicating an incorrect outlet pressure measurement. During evaluation, the device also failed to complete its internal self-test. These device events were possibly due to a defective pneumatic block. The pneumatic block was replaced to address these issues. The device was cleaned, serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and ventilation stopped. There was no patient injury reported as a result of this incident.